Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant aortic cuff for the endovascular treatment of a type ia endoleak and migration in a previously implanted talent stent graft . The talent stent graft had been implanted 8 years earlier. It was reported that 3 and a half years post the endoanchor procedure, the patient expired. The cause of the death is unknown. No additional clinical sequelae were reported.